Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation showed x-ray-tube arcing due to a hardware defect. X-ray-tube arcing is a side effect when generating x-ray with high voltage. Negative effects of arcing are managed by the system in a way that there is no significant impact to the clinical procedure. Further imaging can normally be continued after arcing stops. If tube arcing exceeds a certain level, which mainly is caused by bad vacuum, there is less x-ray release possible, as in the case given and there is no more x-ray available. In such cases, the user is instructed to contact the service organization, which will either recover the tube by tube conditioning or, if conditioning fails, will replace the tube which is an expendable item. The tube has been exchanged by the local service organization and the system is running as intended. The spare parts consumption has been checked and a possible general error, which would require corrective action of the installed base could not be identified by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported that the dose was under 5%. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.